Manufacturer narrative:
Other relevant history and medication were updated.

Manufacturer narrative:
Further investigation could not determine a specific root cause. Based upon the information provided, a sample specific issue was assumed to be the cause. Gammopathy interference could not be excluded. An issue with the reagent was or analyzer was not identified.

Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received questionable crep2 creatinine plus ver.2 and urea results for one patient sample. Of the data provided, only the creatinine results were discrepant. The initial result was 307.7 (308) mol/l and was sent to the doctor. The patient was sent to hospital and a second sample was taken. The result for this second sample was 59.9 (60) mol/l. Later in the day, the original sample was repeated and the result was 162.9 (160) mol/l. Other repeat results provided for the sample were 160.2 umol/l and 161.8 umol/l. The customer made a dilution with control material to exclude a gammopathy, the result was the same as the repeat results. No specific data was provided. The second sample was repeated and the results were 59.1 umol/l and 60.7 umol/l. On (B)(6) 2016, a new sample was taken from the patient and the result was 60 mol/l. The patient was not adversely affected. The reagent lot was 172007. The expiration date was requested, but was not provided. The customer was instructed to perform precision testing. As the qc and calibration data were stable, a reagent problem could be ruled out. The questionable initial results were due to sample probe carry over, most likely caused by contamination by a pre-analytic issue. The results from the second sample drawn were thought to be correct. Based on the provided analyzer alarm data, all results measured later in the day were questionable as the analyzer was indicating a problem with the cell rinse cleaner. Apparently the level was too low which caused insufficient cleaning of the cuvette and sample probe and caused the questionable results. However, evaluation of the reaction monitor data showed no signs of interference. The higher creatinine results later in the day were the consequence of more analyte in the cuvette due to the contamination of the sample probe.